Event description:
This is the second report of two from the same customer with the same issue, two different patients were involved. It was reported "the shoulder prosthesis re-implanted on wednesday last week is "out" again. Revision surgery was planned for wednesday ((B)(6))." Additional information received on (B)(6) 2013: a revision was needed due to loosening of humeral head from humeral stem and repositioning of femoral head. Apparently stem cone was intact. Devices involved in this case: bsw092002101/(B)(4), stem092002511/(B)(4), mhh09200104620c/(B)(4), bod095002008std/(B)(4).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.